Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. The meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value greater than 500 mg/dl. A blood glucose reading above 500 mg/dl will read as a "hi" in the adc meter.

Event description:
Note: this report pertains to one of two complaint devices. Refer to manufacturer report # 3005099803-2010-02980 for the other associated device information. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat foot switch would not deliver energy. It is unknown if there was a patient or procedure involved in the reported incident. Additional testing conducted by the complainant could not duplicate the issue. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 148 mg/dl and "hi" (greater than 500 mg/dl) within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.